Event description:
It was reported that during a laparoscopic colon resection, that while using the 5 mm yellow port trocars one of the disposable valves broke in half and fell inside the patient. The other part was found inside the shaft of the cannula. They were able to retrieve the piece that was inside the patient and remove it. It is believed that an x-ray following the procedure was carried out to ensure that no other pieces were inside the patient that would result in injury. No additional post operative care was necessary.

Manufacturer narrative:
Following a review of the device history record for lot number 52693 all process and test criteria has been verified as complying with internal requirements. The investigation of lot number 526936 concluded satisfactory processing and packaging of the device and resultant testing of product. There is no evidence to suggest any reason for potential concerns relating to pull out strength of the 5 mm valve. Previous testing of 5mm valve seal adhesion concluded that the samples tested were in excess of the minimum pull out strength, and consistently supplied results in excess of the required degree of strength which incorporated a safety margin of 100%.